Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the laser stopped firing and displayed a message when it was eight seconds into the prk (photorefractive keratectomy) treatment. The treatment could not be continued and the pt was sent home with a protective lens.